Event description:
Literature: berry cd, stevens da, hassid ei, pappagianis d, happs el, sahrakar k. A new method for the treatment of chronic fungal meningitis: continuous infusion into the cerebrospinal fluid for coccidioidal meningitis. Am j med sci. 2009; 338(1): 79-82. Summary: this is a case study of a pt with refractory coccidioidal meningitis treated with continuous infusion amphotericin b therapy given via a programmable implanted pump into the cisternal subarachnoid space. The pt progressively responded, evidenced clinically and by laboratory studies; this was determined to be a promising novel avenue of therapy for chronic meningitis. Reportable event: in (B) (6) 2001, intrathecal amphotericin b (amb) deoxycholate therapy using a continuous programmable pump was initiated; the catheter was introduced into the cisternal subarachnoid space. The pt demonstrated improved cognition, coordination, gait, appetite, gained weight and had improved lab results. In late (B) (6) 2001, it was reported that the reservoir was emptying slowly; presumed to be due to clogging at the distal end of the catheter, owing to inflammation or fibrosis, mechanical tissue obstruction, or possibly deleterious effects of the deoxycholate detergent on reservoir materials. This continued through (B) (6) 2002. In (B) (6), the reservoir was not emptying at all; despite slight increased in ventricular size, the pt remained neurologically improved and stable. At this time, the pump was filled with sterile water. In (B) (6) 2002, the pump spontaneously resumed pumping at close to desired rate. The pt remained neurologically stable with further improvements in cognition; no further worsening of hydrocephalus.

Manufacturer narrative:
(B) (4).